Manufacturer narrative:
Exact date unknown, event occurred days ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was taking longer time to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded.